Event description:
It was reported the customer's bolus was not recorded in the bolus history. Customer also reported a motor error alarm during a bolus delivery. Customer's blood glucose was unknown. It was also found the customer was unable to complete the rewind sequence on their insulin pump. The customer also reported motion sensor test failure alarm on their insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. Motor position encoder error alarm was not confirmed due to erased history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. No other alarms noted during testing. The insulin pump had minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.